Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag leaked around the port "without the blue seal". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the tubing of the injection site through a hole. The hole appeared to have been caused by a needle piercing the tubing. The shrink band was removed to examine the tubing, and it was found that there was a needle puncture in the membrane port. The reported condition was verified. The cause of the condition was determined to be a handling issue by the end user while filling the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.